Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery packs 86432199/86401094 has been completed. The reported problem (will not power up) was confirmed. As received, the batteries were unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery packs.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of battery packs (B)(6) has been completed. The reported problem (will not power up) was confirmed. As received, the batteries were unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery packs.

Event description:
A us distributor reported that a battery charger was unable to power on. A us distributor reported that a battery would not power on a monitor.